Event description:
Suddenly on the date of event, the patient was no longer able to hear. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation.